Event description:
The complainant alleged that during a routine preventive maintenance by a biomed, the device's manual mode key switch would not allow access to manual mode. The complainant indicated that there was no pt involvement in the reported malfunction.